Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 to june 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor had particles inside; the exact location was not specified. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.